Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 330mg/dl and diabetic ketoacidosis. The customer alleged that the pump was not delivering insulin properly, however this could not be confirmed as customer did not reply to follow up attempts made by tandem technical support. Reportedly, the customer had immunization shots, and suspected shots to be a potential contributing factor to elevated bg, however, this could not be confirmed. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous drip, and long lasting insulin. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.